Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
(B)(4). Case description: giving error 13-1033-149 failure device type: failure problem type: failure mode: case resolution: error is most often due to needing a recalibration followed by a pm. Hector is going to do that and see where it stands. If that does not work he would send the units in.